Manufacturer narrative:
Pt demographics not available at the time of this retrospective report. Per the reported event, the issue was related to site staff putting the head tracker on too tight. A medtronic rep trained the surgeon on proper technique. There was no serious injury to the pt.

Event description:
A medtronic rep reported that a pt came back post-operatively with a lump on their head where the env head tracker had been placed during surgery. Staff at site reported that the head tracker was put on too tight. The pt did not need further medical treatment.